Manufacturer narrative:
The device has been received by the manufacture and is currently being evaluated. Results are expected soon.

Event description:
During insertion slight resistance was felt and the rn removed the catheter and reflushed. There was a pin hole leak at the 40 cm mark.